Event description:
Patient presented to the ed approximately one day after having a foley catheter placed in the ed. Patient states that he woke up and noticed that the catheter was loose. It was removed by the rn who reportedly was only able to withdraw approximately 2 mls from the balloon prior to removing the catheter. It was noted by the rn after that there was a tiny hole on the balloon.